Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument logs confirmed: system - # sk5880, event date ¿(B)(4) 2024, part - harmonic ace (l81231130-0133) 0 remaining uses. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted gastrectomy - proximal surgical procedure, the harmonic ace instrument had a white blade that wobbled. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken clamp arm. The broken piece was not returned. The inner tube slots where the clamp arm hinges were broken off, causing the arm to dislodge. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Nothing out of the ordinary was observed. No fragments fell inside the patient. Another instrument was used to complete the procedure.